Manufacturer narrative:
(B)(4) device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The 90% stenosed lesion was located in the severely calcified and severely tortuous proximal to distal right coronary artery (rca). The lesion was predilated with an unspecified 2.5mm balloon. The 2.5x32mm taxus liberte' delivery system was advanced to the lesion but was unable to cross the proximal rca. The device was removed from the patient, and the physician found that the stent strut was lifted up. The procedure was completed with another taxus liberte' stent. No patient complications occurred and the patient status is good.